Event description:
Consumers wife reported re shielded with husbands used pen needle, inner shield, and stuck her finger several times. During this email call back, informed caller not to re-shield with inner shield just outer cover. No medical attention was received for this incident dc consumer wife reported - they reuse pen needles1 per day. Informed caller not to reuse with reasons. Lot # 3283939 catalog# 320122 date of event unknown sample status discard email comments. Forwarded message subject: complaint regarding 400 bd pen needle nano 32g4mm I recently purchased the 400 bd pen needles at the pharmacy and was disappointed when I noticed how narrow the needle cap is. The narrowness of the small green needle cap makes it extremely difficult to put the cap on without the needle poking out and stabbing me. This could be dangerous for many people. I give multiple insulin shots to my husband on a daily basis. We have been doing this for many years and this is the first time that I've been given such narrow needle caps. I can't tell you how frustrated I am with these. I would love to throw them all away and get new ones, but that's not an option in today's economy. I'm sure that I'm not the only person this happens to so please re-design these green needle caps in the future to prevent the needles from poking through and stabbing folks. Thank you for your time,

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.